Event description:
A "signal loss" alarm issue was reported while wearing the abbott diabetes care (adc) device and as a result, the customer was unable to obtain and manage their glucose levels as well stating that the glucose alarm did not sound. Furthermore, due to the adc device issue, the customer experienced symptoms of weakness, sweating, a loss of consciousness, and was unable to provide self-treatment. The customer had contact with a non-healthcare professional (non-hcp) who provided sugar on the gums and lips as treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained.